Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the information submitted is not clear, will the device be returned? No, the device was discarded. What type of procedure was the device used in? Hemorrhoidectomy. What degree of hemorrhoids did the patient have? 3rd degree. What confirmation was received that the device fully fired? The doctor said that she fired the device as usual (plastic to plastic) and that she heard the same noise as always. But when she pulled put the stapler, there was no staple line, only the cutted tissue. So she used the traditional method, and she did it with regular suture.

Event description:
It was reported that during an unknown procedure, when the surgeon removed the product out from the patient, she realized that there were no staples in the place. She made manual suture to conclude the surgery once the device just cut and didn¿t staple. There were no adverse consequences for the patient. It is unknown if one device will be returned.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: the information submitted is not clear, will the device be returned? What type of procedure was the device used in? What degree of hemorrhoids did the patient have? What confirmation was received that the device fully fired?